Event description:
During an informational call, the patient mentioned he had a blood glucose reading this morning of 500 mg/dl with his normal reading being 100-150 mg/dl. The patient stated, he did not feel well and gave himself a bolus of insulin to bring his blood glucose back to normal. During troubleshooting, the patient stated there was blood in the tubing of his insulin infusion set when he removed it. He stated that, he was using the headset on his abdomen and felt no discomfort when he inserted the infusion set. Troubleshooting found no further issues. On follow up, the patient wife stated the patient was doing fine. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.